Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The complaint regarding unresponsive buttons could not be confirmed or duplicated. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the keypad buttons had a delayed response to presses. The patient confirmed that there were no tears or peeling of the keypad. The patient reportedly wore the pump in a pocket with a clip or on waist with a leather case and did not clean the pump.